Manufacturer narrative:
The subject device was not returned to olympus for evaluation, as there is no allegation against the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the instructions for the oer-4 were not followed; however, the root cause of the event could not be determined. The instruction manual of the oer-4 provides information that can help in preventing the reported issue, under section "3.9 confirmation of concentration of disinfectant". Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) was onsite and found an e99 error [disinfectant solution error] in the log of the oer-4 endoscope reprocessor. The e99 error indicates that many days have passed since the disinfectant (acecide) had been replaced. When the liquid was drained [from the oer-4] within 3 seconds after soaking for 3 seconds, the liquid was not drained properly. This indicated that the disinfectant was possibly used for a longer time period than what was recommended; therefore, the concentration and effectiveness of the disinfectant could not be verified. There is the potential for insufficiently reprocessed endoscopes. The fse provided reprocessing guidance to the user facility. There was no report of patient or user injury due to the event. This report is being submitted for the potentially insufficiently reprocessed endoscope, gif-h290 evis lucera elite gastrointestinal videoscope, patient identifier (B)(6). The oer-4 endoscope reprocessor is being submitted on the medwatch with patient identifier (B)(6).